Event description:
The customer alleged that he performed a control test and received a result of 236 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and asked that his meter be replaced. No product will be returned. A replacement meter was sent to the customer.